Event description:
Us customer contacted cepheid to discuss a discrepant result. A patient specimen was collected on (B)(6) 2024. Sample was tested with xpert xpress cov-2 plus on (B)(6) 2024, which resulted as sars-cov-2 negative. Sample was processed per the pi. This result was reported to the physician. The sample was requested by the provider to be retested on xpert xpress cov-2/flu/rsv plus assay due to the original negative result. Sample was retested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2024, which resulted as sars-cov-2 postive, flu a negative; flu b positive; rsv negative. Sample was stored refrigerated between tests. Sample was processed per the pi. This result was reported to the physician. Sample was repeated on xpert xpress cov-2/flu/rsv plus due to the discrepancy in results. Sample was rested on (B)(6) 2024 which resulted as sars-cov-2 positive; flu a negative; flu b positive; rsv negative. Sample was stored refrigerated between tests. Sample was processed per the pi. This result was reported to the physician. Sample was repeated on xpert xpress cov-2 plus for troubleshooting purposes. Sample was retested on (B)(6) 2024 which resulted as sars-cov-2 positive. Sample was stored refrigerated between tests. Sample was processed per the pi. This result was reported to the physician. Patient was symptomatic for respiratory illness at the time of testing, presenting with a sore throat. Flu b positive result has been reported out, customer is waiting on cepheid's feedback to report out the sars-cov-2 result. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result. A patient specimen was collected on (B)(6) 2024. Sample was tested with xpert xpress cov-2 plus on (B)(6) 2024, which resulted as sars-cov-2 negative. Sample was processed per the pi. This result was reported to the physician. The sample was requested by the provider to be retested on xpert xpress cov-2/flu/rsv plus assay due to the original negative result. Sample was retested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2024, which resulted as sars-cov-2 postive, flu a negative; flu b positive; rsv negative. Sample was stored refrigerated between tests. Sample was processed per the pi. This result was reported to the physician. Sample was repeated on xpert xpress cov-2/flu/rsv plus due to the discrepancy in results. Sample was rested on (B)(6) 2024 which resulted as sars-cov-2 positive; flu a negative; flu b positive; rsv negative. Sample was stored refrigerated between tests. Sample was processed per the pi. This result was reported to the physician. Sample was repeated on xpert xpress cov-2 plus for troubleshooting purposes. Sample was retested on (B)(6) 2024 which resulted as sars-cov-2 positive. Sample was stored refrigerated between tests. Sample was processed per the pi. This result was reported to the physician. Patient was symptomatic for respiratory illness at the time of testing, presenting with a sore throat. Flu b positive result has been reported out, customer is waiting on cepheid's feedback to report out the sars-cov-2 result. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy. This case involves a swab specimen that was negative result by xpert xpress cov-2 plus, but positive result for sarscov2 by xpert xpress cov-2/flu/rsv plus test. Examination of pcr raw data showed no evidence of malfunction of either the xpert xpress cov-2 plus test, or the xpert xpress cov2/flu/rsv plus test, based on performance of internal controls and normal pcr curves. The positive result by xpert xpress cov-2 plus was very weakly positive with cycle threshold value just above the cutoff, and a very weak curve. At such a low concentration of target, it is not unusual for discrepant results between 2 tests. The likely root cause in this case is inconclusive. False negative: as per section 3 of the xpert xpress cov-2 plus eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2 plus test and the unavailability of that product lot to be returned to cepheid.